Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The pump was returned for evaluation. Visual and functional inspections were performed and the reported failure was duplicated. The device displayed error 112 and the motor was not functioning properly. The root cause of the reported failure was due to the motor. The motor was replaced. E4: initial reporter also sent report to FDA is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was alarming for "system fault". It was reported that the pump alarmed when batteries were inserted. The event did not occur while in use with the patient.